Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
A sample has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following a cataract removal with intraocular lens (iol) implant procedure, the patient presented with postoperative astigmatism. The surgeon reported that he believed the iol had different astigmatic correction than what was indicated on the box. Additional information was received, indicating that the surgeon repositioned the iol on (B)(6) 2017, and a yttrium-aluminum-garnet (yag) laser procedure was performed on (B)(6) 2017. It was also indicated that no further surgical intervention is planned at this time.